Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a healthcare professional of a clinical study. It was reported that the patient had two MRI's for the back and each time she needed to be reprogrammed. It was also stated that the battery "warmed up" during her first MRI. The clinical site indicated there was no documentation about MRI complications. The patient's relevant medical history includes chronic low back pain, radiculopathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the cause of the event was the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that no diagnostics or actions were taken. Etiology indicated the relationship to the device or therapy was related, but not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2016.